Manufacturer narrative:
Patient information not available for reporting. Date of implant/explant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone not available for reporting. Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient was implanted with a locking compression plate (lcp) distal femur plate on unknown date. On unknown date it was determined that the plate had broken. Patient was returned to surgery on unknown date for revision surgery. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) lcp distal femur plate. This is report 1 of 1 for (B)(4).